Event description:
The cypher select + 3.50x13mm stent dislodged in the guide catheter while it was removed. There was no problem prepping the device. The target lesion was the mid rca. The vessel was calcified, very tortuous, and angled. The stent was removed from the balloon after it failed to cross the lesion and was being retrieved. The stent dislodged almost as it reached the guide catheter hub. When the product was removed, the stent edge was opened and it seemed due to the struggle to cross the lesion. The case was finished with an endeavor integrity 3.5 x 15mm.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cypher select + 3.50x13 mm crb 13350 stent dislodged during withdrawal after it failed cross a lesion. There was no problem reported prepping the device. The target lesion was the mid rca. The vessel was calcified, very tortuous, and angled. The product failed to cross the lesion and was being withdrawn, but it dislodged from the balloon as it reached the guide catheter's hub. When the product was removed "the stent edge was opened probably due to the struggle to cross the lesion". A (B)(4) stent also could not cross the lesion. The procedure was completed with an endeavor integrity 3.5 x 15 mm. One non sterile cypher select + 3.50 x 13 mm was received coiled in a plastic bag. The sds was separated at 53.5 cm from the proximal end. The site reported that this condition could have happened during shipping of the device to analysis. Bumping marks could be seen on the balloon. The balloon was already inflated. The stent was received inside a plastic bag. Struts uplift was observed in one of the ends of the stent. Bents were observed at 24.5, 37.5, 51.5, 65.0, and 69.5cm from the proximal end; this condition on the sds could be related to the way the unit was sent for the analysis. Crossing profile could not be measure due to the received condition of the stent. During microscopic analysis the struts at distal area were uplifted crimping and bumping marks were observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. "Stent dislodged-in patient" and "strut uplift-distal" were confirmed. The exact cause of the failures experienced by the customer could not be determined. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The strut uplift could be due to the failed attempts to cross a very calcified lesion. The stent dislodgement occurred during pull back of the product through the guide catheter with uplifted struts that prevented the product to pass through the hub for removal. Therefore, there are vessel characteristics and procedural factors that may have contributed to these events. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.